Manufacturer narrative:
(B)(4). This report of a damaged transfer set was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up call for referenced related report, the home patient (hp) confirmed the initial report that pieces of the cotton in the minicap were coming off and clogging the line. The hp stated he took the minicaps to the clinic to show his nurse (pdrn). The hp stated the pdrn looked at the transfer set tubing under a magnifying glass and found there was a sharp edge that could have been causing the problem. The hp stated he had the transfer set for about a week or two and had problems with about 4 or 5 minicaps. The hp stated they changed the transfer set and he had not had a problem since. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.